Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion the complaint cannot be verified due to mishandling of the product. Result the display print/processor print/ is broken and caused a short circuit in the pump electronics. The short circuit forced the insulin pump to shut down without any error. The failure has been caused by a hard mechanical impact during use of the device. The insulin pump shouldn't be exposed to high mechanical forces. The problem mentioned by the customer is related to a handling issue.

Event description:
Patient reported the infusion device shuts down automatically. Patient stated the issue has occurred twice within the last weeks since the device was dropped. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.